Manufacturer narrative:
The user facility charged the battery overnight and found they did not fully recharge. The field service representative (fsr) verified that charge indicator was only in the yellow and also that the charge light emitting diode (led) was not illuminating. The fsr replaced the batteries and returned the suspect batteries to the manufacturer. The fsr performed a release test and the battery unit operated to manufacturer specifications and was returned to clinical use. Laboratory analysis found the returned batteries were beyond the recommended three year service life. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the battery was showing in the yellow. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.